Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2003232, finding one annotation that could be related to the reported event. During the assembly process, burnt tips were detected during the shelf-control inspection. The assembly line was cleaned and all impacted units detected were discarded. Ten retained samples of the sample lot were used for additional investigation. All product was visually inspected, no foreign matter was observed anywhere on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. It is possible this incident is related to the failure detected during manufacturing, without the physical sample to evaluate we cannot verify this at this time. H3 other text : see h.10.

Event description:
It was reported that syringe 50ml ll contained foreign matter. The following information was provided by the initial reporter: "a black deposit at the tip of the syringe that migrates inside when medicine is taken. 09dec2020: tw notice sent requesting sample status."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50ml ll contained foreign matter. The following information was provided by the initial reporter: "a black deposit at the tip of the syringe that migrates inside when medicine is taken. 09dec2020: tw notice sent requesting sample status".